Event description:
Boston scientific received information that a field representative contacted boston scientific technical services (ts) to report that after a lithotripsy procedure, the patient's heart was tracking at the maximum tracking rate of 110 bpm. A magnet placed on the device, which was thought to have corrected the issue. The field representative noted that one sudden bradycardia response episode and two pacemaker mediated tachycardia (pmt) episodes were also observed on the date of the lithotripsy procedure. When the patient returned to the clinic for the one week post-operation visit, the patient's heart rate was once again fast. Lead tests were performed in vvi, which slowed the rate, however the rate sped up again after testing. The minute ventilation feature was turned off in the device, which seemed to have corrected the high rate pacing and the patient was sent home. Ts suggested a memory data disk be collected at the patient's next follow-up visit. No data disk has been received to date. No adverse patient effects were reported due to the high rate pacing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.